Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all in one (aio) screen cracked and broken. The field service engineer (fse) replaced the aio (all-in-one) unit on the station. Customer logged in successfully and was able to access all drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es monitor was cracked and unable to function. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.